Manufacturer narrative:
Product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: (B)(6) 2021 product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: 00763000051129. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 50 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had a catheter issue. The patient had been having intermittent relief with his therapy. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. Catheter aspiration was successful. The hcp determined that the best course of action was to replace the catheter. The catheter replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.